Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and had dislodged. It was further reported that the his bundle lead exhibited unstable thresholds. It was noted that there was blood in the insulation of the his bundle lead. The rv lead was re-positioned and remains in use. The his bundle lead was explanted and replaced. No patient complications have been reported as a result of this event.